Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a pt (age & gender unk) the device displayed "system fault 37" and "defib disabled" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.